Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited intermittent capture and decreased p-wave measurements. Device imaging revealed lead dislodgement. The lead was repositioned successfully.